Event description:
Report of tpn bags punctured by IV piercing spike rec'd. A customer medwatch report was rec'd from cdrh which states: "IV fat emulsion set used in tpn's throughout the hosp. When the male part of the spike is inserted into the port, the 'rod' of the spike is too long and too narrow causing it to puncture the IV spike site if it is twisted or turned back on itself. This results in a puncture that allows contamination of the fluid going into a direct IV line into the pt." Add'l info rec'd/reported by the medwatch staff states: "...this product replaced the previous administration set about six months ago which had a shorter, fatter spike...the longer, narrower spike can poke a hole further up in the tpn bag port. It appears to happen when the port is twisted or turns back on itself, such as when the bag is placed down. Pharmacy would prepare the bags with the sets in place... It was decided then that rather than pharmacy attach the sets, nursing staff would do so... It may be several hours before a leak is detected. The bag's contents will have been exposed to who knows what. The ingredients - fat emulsion, amino acids, glucose, etc - are perfect media for growth of organisms. The solutions don't contain preservatives. These solutions are going into central lines. Pts are at risk. These are 24 hour supplies. If the bag is punctured, it is not possible to make another one... The pharmacy's day shift makes them up. The next pharmacy shift is not staffed sufficiently to prepare replacement tpn... The nurses are obligated to hang 10% dextrose in water. For some pts, the tpn is supplemental nutrition. For others, the IV nutrition is their main nutritional source.... To compound matters, some of these tpn's have drug additives included - insulin or pepcid, for example. So now the pts require these meds separately. It is conceivable the missing insulin may be overlooked and a pt's clinical status can change..." Multiple attempts to contact the reporter have been unsuccessful. The rptr has not returned phone calls. If add'l info is rec'd, it will be submitted to the agency in a f/u report.